Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported the byte aligners just pushed out their two front teeth to make them straight creating a larger gap between the top and bottom and they now rest on their bottom lip. The patient is stating the bite is getting worse.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.